Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen sustained a fracture, after which the pump was nonfunctional and no longer watertight; the patient did not recall the cause of damage, blood glucose was not affected, and the device was replaced with instructions provided for shutdown and return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this device revealed a stress-related problem associated with the touchscreen component consistent with a fracture of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.